Manufacturer narrative:
(B)(4). A review of the device history records and the service history will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 2008. The sample was not returned for evaluation, therefore, a device analysis could not be performed and a cause could not be determined. A device history record review and a service history record review did not reveal any issues that could have caused or contributed to the reported problem. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc) during therapy. The patient experienced a high drain alarm while in the hospital for a fluid overload. It was reported that the patient had been bypassing drains while performing therapy at home. Prior to the alarm, the patient¿s fill volume was 2000ml, the last fill volume equaled 0ml, and the drain volume equaled 4780ml. An x-ray also revealed that the patient¿s catheter was too high. The consumer declined to have the device swapped. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.